Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) implant procedure, device measurements showed no abnormality. When the lead was connected to the ipg, lead impedance could not be measured using a programmer. Even when impedance of the atrial lead could be measured, results were high. Impedance of the ventricular lead could not be measured, and threshold and sensed waves could be measured without issue. Measurement was performed again, and settings were changed using the programmer. Nonetheless, the issue remained unresolved. Noise was confirmed by the event marker. Anomaly of the ipg device was then suspected. The ipg was therefore replaced with a new one, the issue was resolved and the procedure was completed without further issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.